Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
During infusion set change, customer noticed that the cannula was broken and stuck in the body. He drove to the hospital immediately. There, they detected the needle but were not able to remove it without surgery. He got a date for a surgery for the next day. Next day it was removed. A request was made for the return of the device.